Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device's ac power module is failing. There was no patient involvement.

Manufacturer narrative:
It was initially thought that the customer was reporting an ac power module failure. However, our investigation determined that the customer contacted philips for additional information related to (B)(4). As our investigation has determined that there was no malfunction, this complaint is not reportable.

Event description:
It was reported to philips that the device's ac power module is failing. There was no patient involvement. The customer called and spoke with a philips representative. The customer requested information about the device, and no malfunction or fault occurred. Upon conclusion of the evaluation, it was determined that there was no malfunction of the device. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.